Event description:
I began to feel very weak and tired with no relief even after rest it sleep. Every single day, I would have a headache that was not relieved by any type of otc medicine. Weight gain became a constant issue with gains of 10 pounds a week at times. On top of these issues, I also started to battle with severe depression, anxiety, and panic attacks that could not be managed by prescription meds. After battling all of the symptoms while trying to continue to work full time and care for my family, I had to quit my job. The fatigue has gotten so horrible that I have to rest after just one load of laundry. (B)(4).